Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. On the next attempt, the clip was unable to load properly as the clip was located to the side of the pusher head (distal end of the feeder). The device was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position due to the clip stacking. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The clip stacking was a result of the manufacturing process. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the design and manufacturing of the device and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not closing properly" was confirmed based upon the sample received. The sample was returned with its rotation tab bent and no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt. On the next attempt, the clip was unable to load properly as the clip was located to the side of the pusher head (distal end of the feeder). The device was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position due to the clip stacking. The clip stacking was a result of the manufacturing process. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the design and manufacturing of the device and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
It was reported that while using the applier it was impossible to tighten the clips and lock them.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73h1500436 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using the applier it was impossible to tighten the clips and lock them.